Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin.

Event description:
On (B)(6) 2025 at 7:45 am, the patient's pod reportedly dislodged from the infusion site (back), while worn between 49 and 71 hours. This resulted in insulin leakage and subsequent hyperglycemia. Despite administering a correction dose of insulin, the patient's blood glucose (bg) levels continued to rise, reaching 30.7 mmol/l (552.6 mg/dl) by 9:45 am. A manual injection was given, and the pod was replaced. Emergency services (911) were contacted, and the patient was transported to the hospital. During transit, bg levels measured between 25.2-25.7 mmol/l (453.6-462.6 mg/dl). Upon hospital arrival, the patient was placed under observation. Ketone tests (blood and urine) were within normal limits, and no active treatment was required. The patient was discharged at 11:37 am.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported dislodged cannula and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.